Event description:
Contact lens / solution related infiltrative. Keratoconjunctivitis. (Multiple corneal infiltrates with poor vision, pain, and light sensitivity). #1: dose or amount: drops, frequency: pm, route: topical. #2: dose or amount: contact, frequency: daily, route: topical. Dates of use: (B)(6) 2008. Event abated after use stopped: yes.